Event description:
Pt admitted with dark urine, ldh 10500, pf hgb 52, alt 4312, ast 9115,creatinine 2.7, inr 12. Pt stated that he has had dark tea colored urinefor 2 weeks prior to admission. Suspect pump thrombosis/pump failure.